Event description:
A report received indicated that two cypher stents were involved in a type a dissection, which was treated with another cypher stent. The percutaneous coronary intervention was elective and the target lesion was in the left anterior descending coronary artery. The lesion length was 32mm long and the diameter was 2.75mm, the vessel was type b with type b1 classification. Pre-dilatation was not conducted and two cypher stents were implanted at 16atms each without complication. Pre-dilatation was not conducted. However, a cypher stent was used to treat a dissection in the right coronary artery. It is not known how the dissection occurred, when it occurred and what caused the dissection. The event was determined to be unlikely related to the stent and unlikely related to the procedure.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient and reported under manufacturing number 9616099-2007-01018 and 9616099-2007-1020. Additional information will be submitted within thirty days upon receipt.